Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted 25% in 12 hours. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot the reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.